Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The faradrive sheath was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that an additional plastic piece of observed to be hanging from the end of the sheath. The physician broke it off and used the sheath for the procedure. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.